Manufacturer narrative:
Continuation of d10: product ID 8781 (B)(6); product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that during a pump replacement, cerebrospinal fluid was not noted after replacement. The pump segment of the catheter was explanted and replaced due to the suspicion of a kink. After the revision, csf was noted and the medication was reduced. They attempted to find where the blockage or kink was. The issue was resolved at the time of the report.